Event description:
It was reported that after the ventilator was disconnected from the patient, the ventilator indicated "vent failure" and would not power on. It was also reported that two days prior to the event, the ventilator had disc/sense alarms.